Event description:
1 false positive flu b result on sofia flu+sars reported for 1 patient. Confirmation testing done with pcr testing. It is unknown if patient tested was symptomatic or asymptomatic.

Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: email.